Event description:
It was reported that during a routine follow-up this right ventricular (rv) lead exhibited loss of capture when programmed at max outputs in both unipolar and bipolar mode. It was noted the patient also had pacing inhibition. The patient was admitted to the hospital and a lead revision was performed. The existing lead was reused and the procedure was successful. This rv lead remains in service. No additional adverse patient effects were reported.